Event description:
It was reported that the patient stated "I was hospitalized for a heart attack and my device did nothing". The function of the device was discussed with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.